Event description:
It was reported to philips that while at bench repair, the capacitor was found to be testing below specs. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 27-may-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device was returned to the customer on (B)(6) 2021. There is no indication of a systemic problem. No further investigation or action is warranted.